Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 476 mg/dl. Symptoms that were reported at the time of the incident included none. The customer was treated for high blood glucose via manual injection. The customer stated that they were having issues with the quick-serter. The customer also stated that they had a bent cannula. Troubleshooting for the high blood glucose and bent cannula was declined. Troubleshooting for the quick-serter was provided. The quick-serter will return for analysis. Frn-unknown model-reservoir.